Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted on (B)(6) 2014 with hemolysis, gross hematuria, fatigue and weakness, and was started on heparin. He was followed by hematology to rule out autoimmune hemolysis; hemolysis was determined to be pumped related. His lactate dehydrogenase (ldh) was monitored and continued to decrease. Echocardiogram found no thrombus or occlusion. He was discharged home on (B)(6) 2014 on coumadin with a therapeutic inr. He was readmitted on (B)(6) 2014 for hemolysis and placed on a heparin drip. He developed acute kidney injury aki. The pump was turned off on (B)(6) 2014 due to unspecified pump failure. The patient was started on a milrinone drip. The patient received a heart transplant on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: thrombus formations were confirmed through the evaluation of (B)(4). The device was returned assembled with the percutaneous lead (lead) cut approximately 2 inches from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump's outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the sealed inflow conduit upon disassembly of the device revealed denatured, tissue-like depositions within the inlet tube and the inlet elbow. The hard, grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned for evaluation. Further analysis of the pump revealed a deposition within the distal side of the inlet stator, adjacent to the bearing cup. Areas of this deposition were laminated and denatured, suggesting that it developed over an undetermined period of time while (B)(4) was supporting the patient. A flat, tissue-like deposition was also found on the body of the rotor. An area of this deposition was hard and denatured, indicating that it was present while (B)(4) was in use, but may have originally formed elsewhere. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s hemolysis. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.